Event description:
Attorney reported: (B) (6) 2004 - a bard composix mesh was used to repair pt's hernia defect. On (B) (6) 2004 - pt was hospitalized due to cellulitis of his surgical wound and underwent an incision and drainage. On info and belief, patient's patch began adhere to his bowels and form fistulas within three to four months of implantation. On (B) (6) 2004 - pt was hospitalized with a pulmonary emboli. On (B) (6) 2005 - pt developed an infection and underwent add'l abdominal surgery and had excision of a fistula tract from his wound. On (B) (6) 2005 - pt underwent yet another surgical operation to remove add'l fistula tracts and removal of the original mesh implanted to repair his incisional hernia. Pt continued to experience abdominal pain and discomfort after his hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.